Event description:
It was reported that during an unk procedure, when the surgeon fired the device, he found that the blade came out without the staples. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.